Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer may have loaded the cartridge incorrectly which resulted in air entering the cartridge. The customer's blood glucose (bg) level was 500 mg/dl and insulin injection was used to address the high bg level. Pump therapy was resumed. The customer's bg level then dropped to 40 mg/dl and the customer drank juice to correct this. The customer believed that the combination of insulin delivery via the pump and manual insulin injection was the cause of the low bg.